Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of diabetic ketoacidosis due to bent cannula on (B)(6) 2025 leading to hospitalization. Patient was inserting the infusion set and mistakenly hit a blood vessel. The site of location was abdomen. Patient also reported bleeding at site. Patient was administered insulin using drip at the hospital. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.